Event description:
Customer complaint: limited data available. I purchased a caretouch a couple weeks ago and ordered a control solution. The control solution arrived today and it repeatedly fails qa for the level 2 solution. The range on the strips is (code a01 lot awd07h1a1 exp 2024-04-06) l2: 68-92 l3 216-293,but 4 l2 tests yielded results of 64, 67, 66, 66. The level 3 sample reported as 221 and 234. I purchased through amazon and they provided a refund for the issue, but I rather have the meter working and reverse the refund from the seller and I wanted to give you an opportunity to resolve the issue. The control solution is lot 1ar2a091ar3a07, it expires in 231114.

Event description:
Customer complaint - limited data available . The customer stated that they were recieving inaccuate readings with their blood glucose monitor.